Event description:
It was reported that during ventilation, the pt had a desaturation (spo2 drop). As the users looked for the cause of the desaturation, they noticed that the device stopped ventilating. It was further reported that no alarms were noticed, the screen was fixed and it was impossible to pass in manual ventilation. Moreover, it was impossible to stop and start the device by the switch on/off.

Manufacturer narrative:
The root cause for the reported event was a sporadic failure of a printed circuit board (pcb). The function of this board is the control and operation of the graphical user interface, processing of the incoming data and generation of optical alarms. Entries in the error log pointed to a problem within the above mentioned board, which was requested for investigation. During the investigation sporadic problems of the pcb could be confirmed. In case of a complete failure of the board, the display will freeze, the activation of the keys is not possible. After 15 secs the device will emit a 30sec acoustical alarm, which is different to the "normal" alarm tones because it is generated by a secondary alarm source. The ventilator and the mixer will switch off and the device will switch to manual mode (manual ventilation via integrated breathing system). It is possible to activate the safety o2 knob and to set a flow up to 12i/min which is also routed via the vaporizer. This behavior, if the system no longer responds to an action, is also described in the instructions for use. It is also possible to switch the device, this will happen with a 10 sec delay. The device has been repaired by the replacement of the pcb.